Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The device had minor scratches on the display window, cracked batter tube threads, and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He initially outside working and once he got inside his home the device started to beep. Customer's blood glucose was 82 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.